Event description:
Same case as MFR report#: 2134265-2009-06970 iit was reported that during preparation for a percutaneous coronary interventional (pci) procedure, a rota wire fracture occurred. As the rotational speed test of the rotalink plus was being performed, the rotawire fractured at the tip of the burr. The procedure was successfully completed with a different device. The device had no contact with the patient.

Event description:
Reportedly, the device was explanted after an implant duration of 50.37 months due to stenosis and regurgitation. Per the cer: perimount was implanted to correct mitral stenosis in 2005. Patient also had an atrial fibrillation and maze procedure was conducted on the same day. Pacemaker was implanted to correct bradycardia but the implant date for the pacemaker is unknown. In 2009, mitral regurgitation became worse. Five months later, patient was admitted to the hospital due to the heart failure. The following month, perimount was explanted due to the mitral stenosis and regurgitation. Mosaic 25mm valve was implanted as a replacement. Customer observed the explanted valve and commented that part of the preserved posterior mitral leaflet was attached to one of the leaflet of device and restricted the leaflet mobility. Customer requested to investigate the leaflet mobility and the calcification level.

Manufacturer narrative:
Customer letter required. This was determined to be reportable to FDA per edwards lifesciences procedures. The DHR review cannot be completed until the serial number is provided. Device not returned.

Manufacturer narrative:
On 01/29/2010 device was returned for evaluation. After evaluation, device was dismantled for the serial number in order to do the DHR review. On 02/18/2010 the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.evaluation summary: thin layer of host tissue overgrowth covered most of leaflet 2 and leaflet 3 and parts of its free margin. Host tissue curled the free margin of leaflet 2 over itself. It pulled the leaflet to an open like position, leading to a gap at the coaptation region. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by approximately 5mm. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Host tissue is minimal to moderate at the stent inflow. No inconsistencies detected in the x-ray. (Model# 6900/6900p)